Event description:
It was reported, by a company rep, that the pump unit would not flow while in the knee rather it would flow out of the knee.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.